Event description:
A talent abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 months ago. Aneurysm and vessel morphology were not reported. It was reported that approximately 6 months post-implant, the pt presented with left leg pain, and a cta and an angiogram both confirmed thrombosis of the ipsilateral limb (left side). The thrombosis extended down to the left external iliac artery. The physician elected to perform thrombolysis with tissue plasminogen activator (tpa), and the following day, the pt presented with back and leg pain and coagulopathy. It was decided to stop the tpa; however, the clot had not resolved, and a cat scan showed that there was no bleeding. No further intervention was performed, and the pt was discharged. It was reported that the pt had renal failure and expired on an unk date, several days after discharge. There is no death certificate, and the cause of death is unk. No additional info has been provided.

Manufacturer narrative:
Eval results: cause of death is unk. Death, graft occlusion. Conclusions: other lack of info (cause of death is unk).